Event description:
The pt presented to the ER with chest pain and abdominal pain. The pt had a cardiac catheterization and was found to have an rca with large dominant vessel with focal, shelf like plaque, 70% to 80% proximal stenosis. A 3.5mm x 15mm endeavor sprint rx coronary drug-eluting stent was implanted for treatment of a lesion in the proximal rca. The pt was also found to have a left circumflex lesion, however, it was tested with a wire and could not cross easily and medical mgmt was recommended in regards to this. The pt was started on plavix. Approximately 9 days post implant pt was admitted to a telemetry bed. The pt subsequently underwent cardiac catheterization and was found to have a subacute stent thrombosis of the rca. It is also reported that the pt experienced an mi. The pt subsequently under went a ptca of the rca. The pt recovered and was discharged from hosp 3 days later. Investigator reported a possible relationship between the event and the study stent/procedure. A revascularization was performed. Thrombolytic therapy was also performed.

Manufacturer narrative:
Eval code, results: stent thrombosis, mi.